Event description:
No blood glucose levels reported. The customer reported that insulin squirted out of the insulin pump during the manual prime process. The customer also reported that there were no numbers appearing on the screen of the insulin pump. The customer further reported that no beeps were heard from the insulin pump. The customer reported that priming of the insulin pump was not possible. The customer was advised to return the insulin pump for analysis. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to protruded and loose drive support disk. Insulin pump received with cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.